Event description:
Patient was ordered to have pca morphine syringe post-op on b braun bodyguard 575 colorvision pump. Pump checked to end of shift. Pump record indicated 2cc should be left in syringe, 12cc remains. Patient underdosed, pain not controlled adequately. Pump sent to biomed dept and found to be defective. Also see mw5041954.